Manufacturer narrative:
Plant investigation: the actual sample was returned to the manufacturer for physical evaluation. During disinfection, a leak was observed. A visual inspection was performed and there was a pinhole in the film of the cassette. The hard plastic was inspected and there were no damages found. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. A device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving a heater bag alarm during fill 1 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and to follow up with their peritoneal dialysis nurse (pdrn). Patient advised they would continue treatment with continuous ambulatory peritoneal dialysis (capd). Upon follow up, the peritoneal dialysis nurse (pdrn) stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd). The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler, which is working well and is continuing peritoneal dialysis therapy with no further issues. The cassette used by the patient was available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.